Event description:
During the surgical procedure, the device would not proceed to the next step. The surgeon tried trouble shooting and then switched out to another disposable device which worked. There was no patient harm nor significant delay in procedures.